Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2019 and the suture was used. The tip broke off during procedure. X-ray was not done. There were no patient consequences reported. No further information is available.